Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative noted that the indication for pump use was spasticity/intrathecal baclofen (itb) therapy. The company representative noted that there were no patient symptoms associated with the event. Regarding further details about the anchor issue, it was noted that the anchor was fixed to the metal part of the dispenser and they could not remove the anchor from it. It was further clarified that there were no allegations towards the anchor dispenser function itself. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, lot# 0208171887, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a health care provider (hcp) via a representative regarding a patient in spain who was receiving lioresal 500 mcg/ml at a dose of 100 mcg/day via an implantable pump. The lot number, concomitant medications, and medical history were not obtainable. During the implant on (B)(6) 2015, the hcp went to implant the anchor, and "the metallic part was dispenser with the anchor and the anchor could not be fixed." The hcp removed everything and used a new anchor dispenser with a different anchor. The issue was reported as resolved at the time of the event. There was no report of patient symptoms at this time. At the time of the report the patient's status was reported as alive-no injury. Additional information has been requested regarding indications for use, clarify patient symptoms, and details regarding the anchor function itself but it was not available at the time of this report. If additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Analysis revealed that only the anchor deployment tool was returned, with the anchor still attached/stuck on the hypotube. The proximal side of the anchor had some damage. Also, the hypotube handle was detached/separated from the hypotube. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.